Manufacturer narrative:
It is the belief of fmc na that the device did not cause or contribute to the event. Sample was not made available for eval, as the reporting facility disposed of the dialyzer "since there were no issues at that time". Fmc na is submitting this report as part of our due diligence process.

Event description:
This report has been received by fmc-na.. In reporting this incident, two conflicting details were given reporting a death of a pt at their facility. The info received on the initial phone call to fmc-na reported that the pt died 10 mins after receiving a dialysis treatment. The pt had pulseless electrical activity and experienced cardiac arrest at the end of treatment. A subsequent call to fmc-na from the FDA representative reported that the pt had received the dialysis treatment in 2009 and died the following day. Of note, is that the pt had also received dialysis treatment in two months, with no reported ill effects. The facility was contacted for additional info but they did not provide any definitive details and did not confirm that the death had occurred during treatment. On 12/29/09, add'l info received from a representative stated that the pt had a normal dialysis treatment with no blood loss and confirmed that the pt did not pass away during treatment. The sample is not available as all supplies were disposed of following treatment since there were no issues at that time. As of 12/29/09, we have been unable to contact the hospital for info but will continue to attempt to contact them. The following are the dates which we have attempted to contact the hospital, 12/30/09, 1/4/10, 1/5/10 and have only been able to leave voice messages requesting a response. To date 1/7/10, no return calls have been received by fmc-na regarding the request for additional info.